Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a scratched liquid crystal display window and a missing end cap sticker.

Event description:
The customer called to report damage to the screen of the insulin pump. The customer also stated that she was calling from the hospital. The customer was being treated for cystic fibrosis, and was also experiencing high blood glucose levels over 300 mg/dl. Advised the customer that the insulin pump would be replaced due to the damaged screen. Nothing further was reported.